Event description:
Approximately 5 months after a coronary drug eluting stenting treatment procedure, the pt was found to have an aneurysm at the site of the previously stented site. The physician had deployed a taxus express2 8.8% 3.00 x 20 mm drug eluting stent in the rca. No procedural information is available. The pt returned 2004 for follow-up as they had been having recurrent chest pain. Angiography and intravascular ultrasound were performed and the pt was found to have three lesions in the circumflex, as well as an aneurysm at the site of the previously placed taxus drug eluting stent in the rca. The stent in the rca was patent. The physician believes that the pt's symptoms were due to the lesions in the circumflex; the aneurysm was a coincidental finding. The lesions in the circumflex were treated with two taxus drug eluting stents. The pt was to be maintained on plavix and aspirin, per protocol following the implantation of the 2 taxus stents in the circumflex. The pt is reported to be in satisfactory/good conditon.